Manufacturer narrative:
The pod will not be retuned for eval. Unable to confirm any issue related to the pod's adhesive. The omnipod user guide instructs pts to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the pt is advised to immediately remove the pod and apply a new one, contact a health care provider and treat the infection according to the health care provider's instructions. It is unk what form of therapy the customer sought in order to treat the site. The customer was advised to use a skin barrier product to help prevent this condition from recurring. In addition, the omnipod website lists skin barrier products that can be used when applying the pod that may help to prevent this type of skin condition.

Event description:
The customer reported that he was experiencing "issues with the adhesive"; he stated that he gets a "chemical burn on his skin" from wearing the pod. No info was provided regarding the customer's method of treatment for the condition. Insulet product support advised him to use a skin barrier product prior to applying the pod. The device will not be returned for evaluation.